Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced issues with the pump. Reportedly, the pump has been "100 times worse" in managing blood glucose levels compared to being on manual injections. The specific issues that the customer was having with the pump was unable to be verified. Although requested, no additional information was provided regarding the reported issue.